Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported unexpected medical intervention is a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using an large flexnav delivery system. The perimeter of annulus was 73.9mm, length of the membranous septum was 2.8 and there was no calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). During procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). During first recapture, a complete atrioventricular block (cavb) was noted. The final implant depth was 3mm on ncc and 6mm on left coronary cusp (lcc). The patient was reported stable and discharged with a temporary pacemaker (tpm) in place and will be monitored. The cavb was resolved the following day, and the permanent pacemaker (pmi) was not performed.